Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronics assembly. The unexpected restart alarm was unable to be verified along with the displayable history crc check failure alarm due to blank display. The displacement, basic occlusion, occlusion, priming and no delivery tests were all unable to be performed due to blank display. The insulin pump had cracked display window corner and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, unexpected restart alarm, blank display and displayable history crc check failure. Customer's blood glucose went as high as 500 mg/dl and as low as 56 mg/dl. Customer experienced low blood glucose as well and treated with dinner. Customer experienced frequent urination and treated their high blood glucose with manual injections. Customer was unable to check their alarm history as a result of the history check failure alarm. Troubleshooting for blank display was performed. Customer advised troubleshooting was unable to resolve the issue and the device remained blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.